Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other devices used: catalog #00598004702, nexgen stemmed precoat tibial plate, lot #61254281 - manufactured by zimmer b v. (B)(4). Catalog #00111214001, palacos r bone cement, lot #69264223, qty 2 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Updated information received via revision operative notes. Review of revision operative notes indicates the patient presented with a radiolucent line in the tibial component, signifying a possible loose tibial component, as well as malalignment of the tibial and femoral components. It is noted that the tibial component was removed without much difficulty and with minimal bone loss. The femoral component was removed in a similar fashion. Device history records were reviewed and found conforming. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned components (tibial, femoral, articular surface, and taper plug implants) identified signs of being implanted, with bone cement remains on the medial side and postero lateral side of the tibial implant. There was also bone cement on the backside of the femoral implant. The articular surface was scratched as well. Partial loosening of the tibial implant was confirmed. Review of the device history records did not identify any deviations or anomalies during manufacturing. Per the instructions for use of the implants, pain, loosening, and malalignment are all known potential adverse effects associated with a tka procedure. A root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other devices used: catalog #00598004702, nexgen stemmed precoat tibial plate, lot #61254281 - manufactured by zimmer b.v. (B)(4). Catalog #00111214001, palacos r bone cement, lot #69264223, qty 2 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products.

Event description:
No further event information available at the time of this report.